Event description:
The manufacturer's representative reported that the catheter was fractured and the distal segment was replaced. The pt reported receiving good therapy until he fell out of the bathtub hitting his back between the shoulder blades over the catheter. The hcp performed xrays and found that the catheter was broken; dye test revealed the catheter was broken in several places. The pt reported excellent therapy since the catheter was replaced.